Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient reported the following discrepancies: cgm reading at 67 mg/dl and blood glucose meter 157 mg/dl, cgm reading "high" and blood glucose meter at 168 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for us in pediatric patients.